Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported the patient had no change in therapy, but had left hand numbness when the stimulation was turned on. The caller reported high impedance on contact 11 of >40,000 ohms. The right side contacts were 8-11, the left side contacts were 0-3; all of the other contacts were in range. The patient was programmed at 8-, 10+ (3.5v, 60 pw, 180 hz) and 1-, 3+ (3.5v, 60 pw, 180 hz). The caller indicated they turned the left side and right side off individually with patient experiencing left hand numbness each time. It was noted this was a sudden change in therapy. No further complications were reported as a result of this event.